Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion and the right ventricular (rv) lead and left ventricular (lv) lead had a high pacing threshold. The crt-d, rv lead and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.